Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered for non-sustained tachycardia with possible oversensing and noise. The lead also exhibited t-wave oversensing (twos) and high impedance. Lead detections were programmed off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv lead was fractured and inhibition of pacing was evident on the egm's. It was also noted the patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.